Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted concurrently with an anterior colporrhaphy due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and psychological/emotional pain. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision/removal on (B)(6) 2001 and (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that due to infections and dyspareunia, patient underwent mesh revision on (B)(6) 2001 and on (B)(6) 2008 (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy due to cystocele and stress urinary incontinence.